Event description:
During the procedure, the teflon pad detached from the distal tip of the device. There was no serious injury reported.

Manufacturer narrative:
At the time of this report, the investigation of the returned device was still in progress.